Event description:
It was reported via phone call, that the customer had blood glucose levels ranging from 300mg/dl to 400mg/dl. The customer also reported differences between their sensor glucose levels and blood glucose levels. Customer's sensor glucose level over 400, and blood glucose level was 236mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.